Event description:
Pt had cardiac catheterization and 11,000 units of heparin were given. Acts following administration were 143, 180, 134, 122. IV was found leaking at twin-site option lock male adapter. When removing extension set, it came apart in 3 pieces. No apparent harm to pt.